Manufacturer narrative:
Other relevant device(s) are: product ID: ne urokit-400-t10, serial/lot #: unk.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation to treat mesial temporal lobe epilepsy, there was no heating observed on the laser application of the thermal therapy system. It was reported that the issue was discovered during a test dose/pulse for ablation. Additionally, it was noted that while troubleshooting, the catheter of the thermal therapy system was cracked. There was no patient present when this issue was identified. Medtronic received information that there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
H3) the cooling catheter system (ccs) was returned to the manufacturer for evaluation. Testing found that the catheter was bent three inches from the tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.